Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The central processing unit (cpu) host module was replaced. The system was then tested and met all product specifications. The central processing unit (cpu) host module was received and a visual assessment of the returned sample found that the video & I/o printed circuit board (pcb) was unseated. The sample was installed into a calibrated vision system where it booted up normally, however the touchscreen had a lagged response, replicating the reported event. The video and I/o pcb was reseated, then the system was turned back on, where it was found to function as intended, with no lagging or delayed response of the touchscreen functions. The system was manufactured on april 15, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an unseated central processing unit (cpu) host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system froze without displaying a system message during a surgical procedure. The system was rebooted to complete the procedure with no harm to the patient.